Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose of 2.9 mmol/l. The customer was at 4.1 mg/dl at the time of the call. The customer used glucose tablets to treat the low. The customer experienced symptoms such as shaking. The customer was wearing the insulin pump during the incident. The customer does not use auto mode. Troubleshooting was completed. Based on customer report customer is not alleging delivery of insulin without user input. Reviewed lifestyle issues and found customer had changed diet over the past few weeks. The customer also reported there was a crack on the insulin pump. The customer was to call back to obtain replacement insulin pump. The insulin pump will not be returned for analysis at this time.